Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Description of event: as reported, during a percutaneous nephrolithotomy (pcnl) procedure, upon getting needle access in the lower pole (kidney), the urostream hydrophilic wire guide was shaved while trying to find a path down the ureter. The procedure was completed with an alternate wire guide. When the asked if the patient's anatomy was tortuous, the response received was "yes, hard lower pole kidney stone". It was reported that resistance was ¿probably¿ encountered during insertion. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, instructions for use (IFU), and quality control (qc) procedures, were conducted during the investigation. It was reported the urostream hydrophilic wire guide would not be returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. The evidence from the complaint file, and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Instructions for use (IFU) the wire guide was supplied with IFU which includes the following. Precautions: ¿ manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. ¿ when using the wire guide through a metal cannula or needle, use caution, or damage may occur to the outer coating of the wire guide. It was reported the wire guide was used with a needle. Cook has concluded a specific cause of the complaint cannot be established. It was not possible rule out procedural issues as contributing to the complaint. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl) procedure, upon getting needle access in the lower pole (kidney), the urostream hydrophilic wire guide was shaved while trying to find a path down the ureter. No part of the wire guide separated in the patient. Another, unspecified wire guide was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.